Event description:
A customer contacted beckman coulter inc., (bec) and reported that unicel dxh 800 coulter cellular analysis system gave erroneous differential results without instrument generated messages for the same specimen as compared to manual smear review. Patient results are provided. Erroneous results were not reported out of the lab. There was no change to patient treatment as a result of this event.

Manufacturer narrative:
Erroneous differential results occurred on a specific patient sample. The specimen was drawn into 3ml k3 edta greiner tube. The sample was analyzed >2 hour after drawn. Qc was run before the event. The instrument is performing with qc specifications. Raw data was not provided since it is no longer available. Service was not dispatched for this event. Root cause is unknown.